Event description:
The customer indicated that a sample containing a positive antibody failed to react on the ortho provue analyzer. The customer described the reaction as a "speckle" in the microtube. The sample reacted weakly positive (1+) in manual gel test at 30 minutes incubation. The sample was retested on the provue and the result was interpreted as "?", (with more "speckling") using a different lot of reagent cells. Anti-e was identified. No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. The customer indicated that the "speckling" reactions observed were below the threshold of the gel camera. Also, the analyzer interpreted the reactions as "?" Upon repeat testing, therefore, service was not required. Sample variability may have contributed to this incident. This customer has not logged any similar complaints against this analyzer since this incident. (B) (4)